Event description:
It was reported the insulin pump alarmed motor error while customer was trying to rewind or set reservoir. Customer attempted again and device alarmed. Customer's blood glucose was 300 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No motor error alarm during our testing and the motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.